Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no image. The issue was found during setup /inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for no image could not be established. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: tac advised swapping the maj-1430; however, the issue persisted. The customer then connected the scope to another tower, and the image was restored. The customer notified tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.